Event description:
Customer reported, ng feeding tube inserted. Post x-ray showed tube was in r lung. Required chest tube to be inserted due to pneumotorax and extended length of stay (in hosp). Original tube had been removed as it was cracked and leaking at y joint. Pt was receiving meds frequently and nurse believes crack may have been caused by constant access. Pt had been non-cooperative during insertion.